Event description:
It was reported that during an infusion set change with an inset infusion set, the needle guard removal caused the site to separate from the applicator, leading to an incorrectly deployed infusion set or an unsecured connector; the patient was guided through a full supply change and insulin delivery was resumed, and blood glucose levels were unaffected. Symptoms included no reported clinical effects. Outcomes included no alerts, no alarms, and continued insulin therapy after troubleshooting and education. Investigation included troubleshooting with education on proper infusion set deployment and connector attachment. Investigation of this case revealed user handling issues consistent with improper infusion set deployment or connector attachment. It was concluded, based on previously established findings for similar reports, that the cause was user technique.